Event description:
The product was used during an unspecified procedure. Reportedly, the catheter leaks. The hospital has no add'l info at this time.

Manufacturer narrative:
2/11/1998 - supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.